Event description:
It was reported, that the device had a motor not running error. The event occurred, during use. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation of device found crack on top case and plunger case. Event history found motor not running. The primary problem of motor not running was found at occlusion test and the cause was the stepper motor was not working as intended. The stepper motor was replaced. Device passed all functional tests.